Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, and harmonyca¿ with lidocaine during a training. An adverse reaction happened post injection at the site of injection. The patient experienced pain and tenderness. There was swelling in the nasal wings along the nose to the medial corner of the eye. Additionally, the healthcare professional reported that the patient was injected with 0.3 ml of juvéderm® volift¿ with lidocaine using a cannula. Three days later after the injection the patient reported bilateral pain in both areas. The hcp tried to apply pressure on the vessels where there was discomfort. The adverse reaction was swelling, and palpable thickening at the site of administration down about and displacement upwards.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.